Event description:
Note: the date of event is unknown. A radial jaw 4 single-use biopsy forceps device was used during a biopsy procedure. According to the complainant, during preparation (outside of the patient) "one of the pull wires for the forceps was disconnected making the device non functional." The procedure was completed with a second radial jaw 4 single-use biopsy forceps device. No patient complications were reported as a result of this event. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on july 21, 2008, revealed an MDR-reportable malfunction (bent needle tail). This manufacturer report is being submitted based on the evaluation results.

Manufacturer narrative:
A visual examination of the returned device confirmed the broken pull wire. Further examination revealed an unknown issue - that the needle tail was bent. The cause of the damage could not be determined. A review of the device history record of the pertinent lot revealed no anomalies. A search of the complaint database revealed no additional complaints for this lot. The july 2008 15-month radial jaw 4 biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.